Event description:
The side effects have been progressively worse since initial implant. My periods have been very heavy/clotty; heavy cramping; painful intercourse; weight gain; lower back pain; muscle aches.

Event description:
Add'l info received on (B)(6) 2014: would like to update my previous report access number mw5032264.